Manufacturer narrative:
The insulin pump alarmed a33 during the prime/a33 test due to moisture damage on the force sensor resistor. The insulin pump had a broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 168 mg/dl at the time of the call. She stated that the insulin did not squirted out during manual prime, but the numbers were not ramping up. She stated the insulin pump was not bumped or dropped, and the drive support cap appears intact. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.